Event description:
A 72-yr-old male underwent surgery for a cystoscopy, balloon dilation of right ureter, ureteroscopy and stone manipulation. During the procedure, the inflated balloon on the catheter used for dilation ruptured and a percutaneous nephrostomy was unsuccessfully attempted under fluoroscopy. The pt then underwent a successful right ureteral implantation and insertion of the right ureteral stent. The pt did well post-op and was discharged in good condition. The catheter was sent to co for evaluation. Evaluator advised that testing a ruptured catheter would not contribute info but advised the hosp to report this and ecri recently returned the catheter to the hosp. Of relevance was the fact that the catheter showed an aneurysm of fluoroscopy prior to rupture. Mutually, it was felt that this was probably an operator error. However, ecri advised that they had concerns with equipment because of the aneurysm and advised hosp to report after receiving this report. All other catheters from the batch have been impounded.